Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that infusion set kept on bending and the patient was hospitalized for diabetes ketoacidosis, high blood glucose level and had nausea, vomiting. Patient's blood glucose level was above 600 mg/dl at the time of hospitalization. The patient received insulin drip, was put on a diet and blood glucose level was lowered down. The patient was hospitalized for 5 days. No further information available.